Manufacturer narrative:
(B)(4). The customer returned (1) one unit of catalog number 1886 micro mist nebulizer w/elong for analysis. It was noted that a mask, tubing, and IFU were returned; however, the nebulizer unit was not returned. Functional testing could not be performed as not all parts of the nebulizer were returned. The reported complaint of "no mist coming out of the nebulizer" could not be confirmed as not all parts of the nebulizer were returned. The dhrs were reviewed and no issues or discrepancies were found which could potentially relate to this complaint.

Event description:
The customer alleges that there is no mist during use.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned. No photo available. The device history record of batch numbers 74d1502093 that belongs to catalog #1886 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR showed that the product was assembled and inspected according to our specifications. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. Customer complaint cannot be confirmed based only on the information provided. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that there is no mist during use.